Event description:
Several of the thoracentesis 2 way valves would not work at the suction or injection site. This causes the physician to take compensatory measures while holding the needle in place. This increases the risk to the pt.